Manufacturer narrative:
This lead was surgically abandoned; therefore the company will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this lead exhibited loss of capture, only paced at high outputs, and impedances of less than 200 ohms. As a result, the lead was surgically abandoned and successfully replaced. To date, there have been no adverse patient effects reported.